Event description:
It was reported that during the implant procedure when the left ventricular (lv) lead was connected to the cardiac resynchronization therapy pacemaker (crt-p), the lead impedance and thresholds were high and a possible lv lead fracture was noted. The lead was reprogrammed and a different vector was used to obtain acceptable measurements.  The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.